Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for us state that adverse events that may occur include hematoma, and death.

Event description:
On (B)(6) 2013, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt had very aneurysmal iliac arteries. The right hypogastric artery was coiled prior to the gore device implant procedure. The left common iliac had calcification and tortuosity at the junction where the left hypogastric artery meets with the left external iliac artery. The gore devices were implanted and there were no complications during the surgery. The aneurysm was excluded. The physician performed two final angiograms and confirmed there was no extravasation and noticed the left hypogastric artery had crossed over the left external iliac artery. The physician the used a c-arm to get a better visual and did not see any issues with the placement. On (B)(6) 2013, the pt was unstable and there was a significant hematoma on the left external iliac artery, an uncovered portion from the previously implanted graft. The physician started to cut down to implant two additional gore contralateral leg endoprostheses; however, the pt's pressure dropped. An occlusion balloon was inserted in the right femoral artery, the pt temporarily stabilized. While CPR compressions were being done, the physician could not get a fluoroscopy image and was attempting to bareback the guidewire and gore device in the left external iliac artery for repair. All attempts were unsuccessful, the pt expired. The physician stated the death is not gore device related.